Event description:
On (B)(6) 2013, pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The device was implanted without any complications. After the procedure, a computed tomography angiography (cta) showed that the ipsilateral leg was concluded. On (B)(6) 2013, the physician re-intervened using a fogarty catheter to remove the occlusion. Also, the left leg of the trunk-ipsilateral leg component was extended proximally with an iliac extender component. The pt tolerated the procedure.